Manufacturer narrative:
Patient gender: unk should be removed from initial medwatch report. Adverse event. Required intervention to prevent permanent impairment/damage (devices). On (B)(6) 2019 the lens was exchanged with a different model but same power/size lens and the problem was resolved. Patient status was reported as "good". Explant date: (B)(6) 2019. Type of reportable event: serious. Patient code 3191: no code available (secondary surgery, lens exchange). Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -0.50/2.0/179 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2018. Halos and "lightspred" were observed. Lens remains implanted. Reporter indicated that "the surgeon delayed possible lens exchange due to very good refractive result. Patient would like to exchange lens, still having daily problems with glare." Per the reporter on (B)(6) 2019 exchange will not happen until end of (B)(6).